Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance. It was noted that the patient potentially has heart failure fluid issues that would explain the low impedance. The patient is going into the office for a workup. The lead remains in use. No adverse patient effects were reported.